Manufacturer narrative:
Device passed displacement test and self test. No frozen screen anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user called back because insulin pump was freezing and it was not working after 2 hours of previous call. User stated that they put new battery but still insulin pump screen was freeze. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.